Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced no delivery alarms and as a result was taken to the emergency room on (B)(6) 2015 with blood glucose of over 600 mg/dl. Caller states that customer had massive heartburn and was 24 hours from passing away. Customer reported that a week prior to call customer had food poisoning and insulin pump was not delivering. Customer was admitted into the intensive care unit as customer had diabetic ketoacidosis. Customer was discharged from hospital two days later. Customer was wearing insulin pump at the time of hospitalization.